Manufacturer narrative:
Device evaluation anticipated, but not yet begun. No evaluation will be performed. Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that, "universal screwdriver broke in head of screw. Piece was removed we proceeded as usual."